Event description:
As reported, the driveshaft of the autopulse platform sn (B)(6) was stuck and will not spin. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The customer reported a complaint that "the drive shaft in the autopulse platform sn (B)(6) is stuck and will not spin " was confirmed during the functional testing. The root cause of the reported complaint was the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the clutch rotor's surface. The sticky clutch's impact was not severe enough to make the platform non-functional. During visual inspection, a broken screw well area was noticed on the handle of the front enclosure, unrelated to the reported complaint. The observed physical damage appeared to be the characteristics of user mishandling, such as a drop. The front enclosure was replaced to address the observed damage. The archive data indicated user advisory (ua) 45 (not at "home" position after power-on/restart) messages on and around the reported event date. The autopulse platform failed functional testing due to (ua) 45 displayed upon powering on and noted a sticky clutch during the internal inspection. The root cause for the (ua) 45 error was the drive shaft not being at the "home position." The (ua) 45 error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, noticed a sticky clutch. This might have made it difficult for the user to pull up the lifeband completely before turning the device on. The clutch was deburred, and the drive shaft was rotated to the "home position" to address the reported complaint and (ua) 45 message. The autopulse platform subsequently passed a 15-minute functional test with the large resuscitation testing fixture (lrtf), equivalent to a 250-pound patient. Following service, the autopulse platform passed all the final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number 36458.

Manufacturer narrative:
**UDI related data quality updates only**.